Manufacturer narrative:
Additional information : the lot was manufactured from june 10, 2018 - june 13, 2018. The two (2) actual samples were received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed using tap water which revealed a spike port cap leak from the base of the spike port of both samples. The reported condition was verified for both samples. The cause of the reported condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction/removal report number: 3010291427-09/06/19-001-r. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the infusion port. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.